Event description:
Robotic instrument - cautery hook - when surgeon went to apply cautery the instrument sparked. The instrument when then immediately removed from patient.; instrument isolated. Surgeon stated no harm was done to patient proceeded with case.